Event description:
The patient indicated the surgeon implanted a (B)(4) implantable (B)(6) lens, -12.00 diopter, in his right eye (od) on (B)(6) 2021. The patient reported experiencing blurry/cloudy vision one week after icl implantation, reportedly due to prednisolone, which was prescribed after implantation. The prednisolone was discontinued. Cataracts were observed. The patient sees haloes in his right eye. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unknown, ethnicity: unknown, race: unknown, date of event: unknown, explant date: unknown, initial reporter occupation: unknown. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).